Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was inadvertently reported "the patient did not place the ipg into surgery mode" in b5 on the initial report. It is unknown if the ipg was put in surgery mode. H1 was updated from malfunction to serious injury.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative. It is unknown if the original ipg was put in surgery mode.

Event description:
It was reported that the patient could not connect to the ipg after unrelated surgical intervention. The ipg had not been placed into surgery mode before the procedure.